Event description:
It was reported that the charging pad for an ilet bionic pancreas intermittently stopped charging, with charging resuming briefly when the cord position was adjusted, consistent with a charger or cable connection malfunction affecting the external power/accessory component. Symptoms included no adverse clinical effects, and blood glucose levels were reportedly unaffected. Outcomes included no injury, no alarms, and no hospitalization, and the user had backup therapy available. Customer care provided basic troubleshooting, and replacement accessory shipment. Investigation of this case revealed an apparent malfunction of the charging accessory or cord resulting in unreliable power transfer, with the device itself not implicated based on user reports and absence of alerts. It was concluded, based on previously established findings for similar reports, that the cause was a defective or worn charging accessory.